Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the patient's data were not crossing. A technical support specialist (tss) identified that the cce services on the pyxis-cce-prod server had stopped unexpectedly due to an unclean system reboot. A critical kernel-power event ID 41 confirmed the server rebooted without a graceful shutdown, which caused the cce services to be down and halted patient and order message flow. The services were restarted successfully, system resources were stable, queued messages were confirmed, and message tracing verified that patient data crossed from ephi to medes. Validation in pes confirmed successful processing. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient data did not cross over from the hospital system to the pyxis device. Patients were not appearing in the system for medication access, which impacted normal medication workflow. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.